Event description:
The customer reported that the lcd was dim. There was no patient involvement when the event occurred. No patient or user harm reported. The customer requested the part numbers for replacements. The remote service engineer (rse) informed the customer that the 1st gen lcd wasn't available anymore, but that a ui assembly could be purchased to cover the lcd and rear bezel and it would com wit first gen lcd cables. The customer was provided with the part numbers. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer reported that "whole" assembly was ordered and would be replaced; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.